Event description:
The patient was found with late thrombosis five days after plavix was discontinued.

Manufacturer narrative:
This pt was treated with a 3.0x33mm cypher stent as well as four penta stents. Three of the penta were in the rca as well as the cypher stent. The fourth penta was in the proximal cx. The two most distal stents were overlapping and a short penta in the mid prox rca overlapped with the cypher in the rca. The cypher was inflated at 12 atm. Post-procedure medications included plavix. The patient was scheduled for a planned breast biopsy and was taken off of the plavix before the procedure. However, on the 5th days, the patient presented to the emergency room with chest pain. An angiogram showed a total occlusion of the mid-proximal rca and later revealed total occlusion of the distal rca. The wire easily advanced through both occlusions, suggesting new thrombus. Blockages were dilated multiple times with a voyager and a mini rail. Reopro was administered. The procedure was concluded and considered successful. The patient was feeling better and was placed in the ICU. This product is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.